Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during drain five of five of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting it was noted that the cat bit a hole in the patient line. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A known cause of air in the line is a hole in the patient line due to a cat bite. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.